Event description:
It was reported that during a laparoscopic bullectomy, the knife did not return to the home position at the 4th stroke of the 2nd firing and the jaws could not be opened although the staples were deployed. The knife was not returned to home position with the manual knife reverse switch. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Jammed knife. Additional information was requested and the following was obtained: did the device eventually open to be removed from the tissue? No. If no, please describe how the device was removed from the tissue. The clamped tissue was pulled out from the closing jaws and the device was removed. There was no damage on the tissue. On what tissue type was the device used? At what location on the tissue? It was the regular lung parenchyma. What color cartridge was being used? Green, ecr60g. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? There was a possibility, so the hospital has requested in the investigation. The device will be returning with jaws closing. Foy your information, the doctor commented that the jaws were cleaned prior to the 2nd firing. The analysis found that one sc60a device was returned in good visual condition, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr60g cartridge reload was loaded in the device. The cartridge reload was received fully fired and with several b-formed staples on the cartridge deck. In addition, 3 staples were found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The knife was fully returned by completing the return stroke and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition the returned device was disassembled to verify the condition of the internal components and no anomalies were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.